Event description:
Tka. Three weeks later erythema, possible stitch abscess, patient given antibiotics, a week later dehiscence and serosanguineous drainage, one ampule; performed deep cultures returned no growth, some hardware was exchanged. Superficial cultures grew methicillin sensitive staphylococcus aureus (mssa). Superficial surgical site infection (ssi). We questioned if the suture is a contributing factor in these infections and wound dehiscence. Quill suture is used primarily by ortho and pla surgical services. We have experienced ssi issues in both over the last year. Inflammatory response, cellulitis, wound dehiscence, and ssi.